Event description:
Hard time inflating. Inflated to 10 atm and would not deflate. It was popped percutaneously. He then tried to remove the balloon and the tip broke off. The tip was retrieved with cut down.

Manufacturer narrative:
Lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample. The sheath was not returned for evaluation. The catheter was returned in two pieces. The first section is the tip of the catheter and the crinkled up balloon. The distal bond is secure and in tact, the balloon measured 4cm crinkled up but when flattened out it measures 5.5cm. Once the balloon is flattened out you can see the puncture mark at 4cm from the distal tip. The second section is the hub, shaft, the proximal bond and a small amount of the balloon. This section is 71.5 cm is length, the proximal bond is in tact, there is a kink in the catheter shaft 36.5cm from the distal end (it appears as if the kink was caused during returned the product to angiodynamics for evaluation), there is a stretched section 4.7cm from the distal tip and it is 5mm in length. Conclusion: the complaint investigation has been confirmed during the visual investigation of the returned sample. A stretched section of the shaft was observed 4.7cm from the distal end of the catheter which interfered with the deflation of the balloon. Possible cause of the stretched section is the flare on the protecitive sleeve. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is leak tested. If the stretched section occurred during the manufacturing process it would have been detected during this inspection. A corrective action has been implemented to reduce the interference fit in the area of the proximal balloon bond, thus making it easier to assemble and remove. Reducing the amount of interference between the proximal balloon bond and protective balloon sleeve will significantly reduce the amount of tensile force exerted on the catheter shaft when removing the protective sleeve, thus reducing the chance of elongating the shaft and causing damage that could affect inflation/deflation of the balloon. This type of complaint will continue to be monitored for trends. No further action at this time. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.